Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the pouch was broken out of the package - the seal at the tip of the pouch was not sealed. The complaint products are discarded by the customer . The products are used on patient with no injury.